Event description:
Clinical instructor and student in room. Student holding baby, clinical instructor stated that the PICC line broke when they picked the baby up. PICC line broke at hub, remaining PICC pulled out by clinical instructor -16cm-. Dr notified, received order to have nicu come and look and see if they would be able to start a new PICC.